Event description:
Pt's family member reported that filled the enteral feeding container at 8:00pm with 700 cc of an enteral feeding solution, and set the pump to deliver 30 ml/hr. At 2:00am the patient's family member was awakened by the pump alarm. The patient's family member found the feeding container to be empty. Following the event, the pt had a large emesis. Reported stated the pump has been inaccurate quite a bit but never this much. Reporter stated the pt was asleep and feeding had been resumed by gravity, giving small amounts periodically. There was no illness, injury or medical intervention resulting from the event. One pt involved.